Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a failed battery test and an unexpected restart alarm. Customer's blood glucose level was unknown at the time of the incident. It also stated that troubleshooting was performed. They received an unexpected restart alarm during the call after changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump has to reset time/date and received unexpected restart alarm after changing battery due to connector voltage leak on interface board. Insulin pump passed displacement test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.